Manufacturer narrative:
Corrected fields: d. Suspect medical device (explant date).

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 years of battery life to 1.5 years of battery life in a 12 month time period. A request was made to have data from this device analyzed. Data analysis results confirmed premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 years of battery life to 1.5 years of battery life in a 12 month time period. A request was made to have data from this device analyzed. Data analysis results are still pending. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 years of battery life to 1.5 years of battery life in a 12 month time period. A request was made to have data from this device analyzed. Data analysis results confirmed premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 years of battery life to 1.5 years of battery life in a 12 month time period. A request was made to have data from this device analyzed. Data analysis results confirmed premature battery depletion (pbd). The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.